Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and increased impedance was observed in clinic. The lead was capped and replaced during device change-out on (B)(6) 2016. The patient was doing well.